Event description:
(B)(4) affiliate reported pt with a corneal ulcer od while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a lenses are not marketed in the united states. Little info is available regarding seriousness of the injury. The pt was treated with antibiotics, corticosteroids, artificial tears and a bandage lens. Treatment dates were september 26th, 27th, 29th, october 6th and 14th. The pt has not returned to contact lens wear od. This is being reported as a serious injury due to the frequency of treatment visits, use of a bandage lens and outcome. Fifteen sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management review meetings.

Manufacturer narrative:
No conclusions can be drawn.